Event description:
A customer reported to beckman coulter (bec) that coulter act diff hematology analyzer was leaking blood and diluent at the probe wipe. The customer was wearing gloves at the time of the incident. There was no report of exposure to mucous membranes or open wounds, and medical attention was not sought. Msds was not reviewed, but there is an exposure control or risk management plan in place and cleanup was completed following the biohazard spill protocol. A patient sample was being analyzed on the instrument at the time of incident and the instrument produced no result. No other patient samples were affected. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
The field service engineer (fse) found that the probe wipe vacuum port was clogged. The fse cleared the clot by bleaching the probe wipe and verified the repairs per established procedures. The cause of the leak is attributed to the probe wipe vacuum port being clogged. (B)(4).